Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter jammed (the needle did not retract) during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample from an unknown lot # was returned for evaluation. A visual/microscopic inspection revealed that the needle was retracted into the safety barrel, the safety activation button was depressed, and the needle tip was not exposed. Additionally, cracks at the end of the safety barrel and stress marks in the damaged area were observed. The needle was then pushed and repositioned to the out position and no mechanical or physical damage to the springs or needle hub was observed. After the needle was pushed and repositioned to the out position, the safety activation button was pressed. The damage to the safety barrel inhibited the needle from being retracted to the end of the safety barrel. A review of the device history record could not be performed as a lot number was not provided for this incident. An absolute root cause for this incident cannot be determined. Although damage to the safety barrel was found, it could not be determined if the damage was due to manufacturing or from the user's environment.